Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the device was being applied in the stomach and antrum, the first device was able to fire but had poor staple formation. In the first charge, it shot only 15 cm. The staple line was incomplete at distal part. The second reload used also had poor staple formation. It just stamped the first 15 cm of the first load and the staple line was incomplete at the distal part. There was no patient injury.